Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable pump for intractable spasticity. It was reported that the patient was in the hospital with an infection. They had decided to wean the patient off intrathecal baclofen and supplement the patient with oral baclofen. The plan was to do this until it was safe for the patient and then explant the system. It was noted that the patient was a paraplegic and had a catheter close to the pump site. The patient was noted to be "alive - no injury". The event date was noted to be (B)(6) 2017. It was later reported that the patient was taken to the operating room at 4:30 pm on (B)(6) 2017 to remove the pump. It was noted the pocket had dehisced. The pump was not replaced at that time and the patient was doing "fine". The pump was not to be returned.